Event description:
As reported by the equinoxe shoulder study, approximately six years post initial right tsa, the 71 y/o male patient experienced aseptic glenoid loosening, the patient may have rotator cuff tear. Patient threw piece of wood and injured right shoulder. The event still ongoing. Per clinical report, the event is not related to the device or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-10-45 - equinoxe replicator plate 4.5mm o/s : 5033412. 300-20-02 - equinox square torque define screw drive kit : 5018340. 300-30-12 - equinoxe preserve stem 12mm : 5076642. 300-50-45 - 4.5mm short rep plate : 5075518. 310-00-50 - equinoxe, humeral head, extra short, 50mm : 4622322. (H3) pending evaluation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.